Event description:
During review of the programming history for this vns patient on (B)(6) 2012 it was discovered that upon interrogation on (B)(6) 2010, the patient's generator had been disabled due to "vbat<eos threshold" at which time battery voltage was noted to be 2.662 volts. Given that the device was not at eos, the pulse disablement due to vbat <eos threshold is unexpected. No anomalies were noted during the patient's previous office visit ((B)(6) 2010) and the final interrogation revealed the device was programmed to 3.5/20/250/7/0.3, magnet 3.5/250/60. The device settings were reprogrammed on (B)(6) 2010 and the device was delivering therapy as intended. There is no additional data available after (B)(6) 2010. There does appear to be an increased battery depletion rate as the battery voltage measurement upon interrogation on (B)(6) 2010 was 2.662v, whereas the percentage of battery consumed was 50.222%. Per the m103/104 detailed design document when the battery voltage reaches 2.85v, the battery has approximately 25% capacity remaining, and battery voltage is used to estimate percent battery capacity remaining. Using the equation used to calculate the percent battery capacity remaining when vbat<=2.85v, and substituting in 2.662v to this equation, the percentage of battery capacity remaining is expected to be approximately 8.68%; however the data obtained from the generator indicates that approx 50% of the battery capacity is remaining. Given this discrepancy, it appears that the device may be prematurely depleting. Given the proximity of this event to the implant procedure (approx 1 year after implant) and the lack of evidence which would support the occurrence of a secondary surgical procedure, the pulse disabled event is unexpected. Attempts for further information are underway.

Event description:
It was reported on (B)(6) 2012 that no contact information is known for the patient's physician according to the regional manager. Therefore, no follow-up can be made at this time.